Manufacturer narrative:
Type 2 diabetic reported that she had a low blood sugar level of 33 on (B)(6) 2018. Paramedics had to be called and gave patient orange juice and 2 packets of sugar. Patient was working in her yard from 12:00pm noon to 4:30pm without eating. Patients states that her dr. Recommends that she removes the vgo every night. Patient states she was out of it for while, and she didnt know who she was or where she was. After drinking the juice along with the sugar she recovered in about a hour. Patient did not need to go to the hospital. The patient discarded the vgo. There is no allegation of device malfunction. Root cause cannot be determined based upon the information provided; however it is likely the patient requires less insulin than the vgo 20 provides. Also,the patient not eating between 12:00pm and 4:30pm may have been a contributing factor.

Event description:
Type 2 diabetic reported that she had a low blood sugar level of 33 on (B)(6) 2018. Paramedics had to be called and gave patient orange juice and 2 packets of sugar. Patient was working in her yard from 12:00pm noon to 4:30pm without eating. Patients states that her dr. Recommends that she removes the vgo every night. Patient states she was out of it for while, and she didnt know who she was or where she was. After drinking the juice along with the sugar she recovered in about a hour. Patient did not need to go to the hospital. The patient discarded the vgo. There is no allegation of device malfunction.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4).